Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and headaches. It was reported that the patient stopped feeling stimulation, felt jolted, strange, off balance, and their head was hurting more and more on (B)(6). The patient stated that they met with a manufacturer's representative (rep) to have their ins restarted about 5 weeks prior, but the recharger was showing reposition antenna screen about 5 days ago. The patient was to contact the rep as they may need to have the device restarted. The patient stated that they would call the rep. No further complications were reported or anticipated.